Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n123627011, implanted: (B)(6) 2008, product type: catheter. After further review, the reporter was aware of the event on (B)(6) 2015 and not (B)(6) 2015. (B)(4).

Event description:
Additional information reported the patient as treated with perioperative antibiotics (ancef). The patient did not have meningitis . The last refill date was (B)(6) 2015. The status of the patient was unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information from the company representative indicated that the patient still had the pump. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the company representative reported that the patient had an infection, and the hcp was planning to explant the pump on (B)(6) 2015. The pump was now "exposed," and the hcp wanted to implant a new pump on the other side. The hcp was questioning wait time before implanting the new pump. The area of the infection was the pocket, and it was unknown if the infection was related to the device. It was unknown if there was an allegation against device sterility. The patient's outcome was unknown. The concentration of lioresal being delivered via the pump was 2000 ug/ml, and the lot number was (B)(4). The dose was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
It was reported that the patient experienced fluid accumulation following a pump replacement in (B)(6) 2014. The reporter became aware of the issue in (B)(4) 2015, but the healthcare provider (hcp) reportedly did not believe this was an issue. The exact date in which the fluid accumulation began was unknown. The patient was said to have been seen 2-3 times for the fluid build-up. It was also stated that 1-2 months ago, the fluid was cleaned out of the pump pocket. The pump pocket was cultured on (B)(6) 2015 and bacteria was found. The day prior to the report, the patient was in the operating room and more fluid was cleaned out (3rd time fluid was found in the pump pocket). The patient was asymptomatic. The hcp was planning on explanting the pump and leaving the catheter in place and ligate. However, the hcp was uncertain on how to do that. The reporter was to confer with the hcp about dealing with the bacteria that may or may not be in the cerebrospinal fluid (csf) and if the catheter was also compromised. The reporter also discussed with the hcp about titrating the baclofen dose down prior to explant and the use of intravenous antibiotics. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n123627011, implanted: (B)(6) 2008, product type catheter. (B)(4).